Manufacturer narrative:
The device was manufactured on 11/21/1996 and has no repair history at zimmer surgical since july 2011. Investigation revealed the device operated within motor speed specifications. There was damage to the hose, head, control bar and swivel. Prior to repair, the device was outside calibration specifications at the zero thickness setting. Repair of the device included replacement of the head, control bar, hose, swivel and standard repair parts. The reported event regarding the device not working was not reproduced during testing and a cause cannot be determined. The customer's reported event regarding the air leakage was not reproduced during testing and a cause cannot be determined. The customer should be aware, per the instructions for use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was repaired and returned to the customer.

Event description:
It was initially reported that the device did not work and it was suspected to be an air leakage. Additional clinical information determined that the issue occurred during surgery with a patient involvement reported. While there was no patient harm/injury reported in the event, it was stated that the surgeon was unable to harvest the graft and an alternate surgical method was used to complete the procedure. No further information was available regarding the reported event or what may have contributed to the issue.